Event description:
Patient fell off a bike; she hit her back with the seat of the bike. She lost stimulation after that incident. The patient did not seek medical attention at the time. Additional information has been requested and was not available at the time of this report.